Event description:
Information received indicates, the brake will not hold if the bed is bumped.

Manufacturer narrative:
The technician found a broken weld on the foot brake/steer pedal pin to the brake bar. The technician replaced the foot brake/steer pedal and bushing to repair the bed.